Event description:
Additional information received reported the exact symptoms of withdrawal the patient was having included increased lower extremity pain rated at 9 to 10 out of 10 on a 0 to 10 pain scale with 10 being the worst rating and being positive for nausea and vomiting on 2014-(B)(6). The cause of the stall was listed as ¿dysfunction of device-failure¿. The patient was doing well following the pump revision; their pain was well controlled with pump medications and breakthrough oral medication.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 8709sc, lot# n184832015, implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
A motor stall was reported. Reporter indicated that this was noted in the pump event logs and that there was no recovery as of the date of this report. Two days prior i.e. On (B)(6) 2014, the patient had called the healthcare provider (hcp) noting that the ptm (personal therapy manager) was not working and the next day on (B)(6) 2014, patient woke up with symptoms of nausea and vomiting. The patient went to the ER (emergency room) with pain and had got ¿some morphine there". On (B)(6) 2014 hcp did device troubleshooting and a motor stall was noted in the pump logs. The stall had occurred on (B)(6) 2014 at 23:59 followed by a pump stopped period may exceed tube set message on (B)(6) 2014 at 23:59 and to reflect this the ptm was showing the message of ¿8476¿. However, patient had not heard an alarm related to the stall. Hcp did not hear the alarm either but noted that the reason could probably be that patient was heavier and pump was implanted "pretty deep". Drugs delivered via the device were bupivacaine and morphine. It was later reported that they were planning a pump replacement on (B)(6) 2014. Another reporter indicated that the pump was read again on (B)(6) 2014 and showed that the motor stall occurred on (B)(6) 2014 at 0006 with a recovery (B)(6) 2014 at 2005. Patient had presented to the clinic with withdrawal symptoms on (B)(6) 2014. The last pump was last refilled on (B)(6) 2014 with no issues. It was clarified that the patient did hear the audible alarm from the pump. On (B)(6) 2014, patient had heard the pump beep but ¿didn't know what the little beep, beep, beep thing was coming from, had no idea¿. Patient had got horribly sick and went through withdrawal and everything with this". Following replacement they took the medication that was in her old pump and put it in the new pump. As of (B)(6) 2014, reporter had no information on how the patient was doing.